Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The release lever and jaw toggle did not function properly and that ratchet function worked with difficulty. The device was disassembled and the spring post was observed to be broken. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the reported incident was caused by a broken post in the handle which prevented the spring from activating the ratchet lock. The broken post is due to the wrong assembly of the trigger release spring by the manufacturing operator. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the customer noticed that the two products did not work properly, both jammed/locked and jaws failed. A new device was used in order to complete the case. There was no patient injury involved regarding the event. No additional information was provided.